Event description:
The lawsuit alleges that on 10/22/92 the pt, who had been injured at work in 1991 and was diagnosed with spinal stenosis, was implanted with spinal system. On 4/22/93 surgery was performed to have a malpositioned screw removed.